Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after 41.2 months due to elective replacement indicator (eri). The physician expressed dissatisfaction with regard to device longevity. A guidant cardiac resynchronization therapy defibrillator (crt-d) was subsequently implanted. The device was returned to guidant for analysis.